Event description:
The customer reported that the unit reported while trying to acquire a 12-lead.

Manufacturer narrative:
The customer reported that the unit rebooted while trying to acquire a 12-lead. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.